Event description:
The dentist reported the zireal abutment fractured.

Manufacturer narrative:
The complaint investigator's visual inspection of the product has confirmed the ceramic post of the abutment has fractured near the tip of the abutment and has also separated/delaminated from the titanium insert. No lot number has been provided for review, therefore a manufacturing history review could not be completed. Visual inspection did not provide any indication of a manufacturing deviation that would contribute to this event. A definitive root cause has not been determined.(B)(4)